Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products - model: 5076-52, lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital and the allied health professional (ahp) was inquiring about the event(s) that had triggered a lead integrity alert (lia). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient's right ventricular (rv) lead triggered the lia due to increased sensing integrity counter (sic) and high rate non-sustained episodes. Follow up was conducted and the ahp indicated that no reprogramming had been completed. The lead remains in use. No patient complications have been reported as a result of this event.